Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 11 years following an intraocular lens (iol) implant procedure, severe sub-surface nano glistenings were observed. The iol remains implanted. Additional information was provided indicating that the surgeon thought that the whiting of the iol caused blurry vision.